Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg ICD, implanted: 2013-01-25. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The atrial lead also had high thresholds. During explant of the lead, kinking or areas that were damaged were seen along the coils of the lead. During the implant of the replacement atrial lead, two leads were attempted, but were potentially damaged at point of entry into the steerable catheter physician manipulation. Bending and coil separation of both leads were seen. Neither lead was used and a new lead was implanted. No patient complications have been reported as a result of this event.